Manufacturer narrative:
G5:510(k)#: k102985. B4:25aug2021. The field service engineer (fse) provided the customer with service manual instructions to install the power switch overlay. The customer reported that the installation of the power switch overlay was successful and corrected the reported issue. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Although requested, no parts were returned for failure investigation at this time; therefore, the root cause at the component level could not be determined. An evaluation will be performed if the removed component is received, and an additional report will be submitted.

Manufacturer narrative:
The device was not in clinical use at the time of the event. There was no report of patient or user harm.

Event description:
It was reported to philips that the device had an alarm led (light-emitting diode) failure. The device was not in clinical use at the time of the event. There was no report of patient or user harm.